Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 47 mg/dl and ate sugar for it and customer declined troubleshooting for the low blood glucose. Customer stated that, after he ate breakfast his blood glucose went up to 330 mg/dl. The device will not be returned for analysis.